Manufacturer narrative:
Result - power cord outer sheathing torn.

Event description:
It was reported by service report that the power cord was damaged. The customer could not determine if there was pt involvement, however, no adverse consequences were reported.